Event description:
It was reported that the arctic sun device would not cool. A check of the diagnostics showed t4 (chiller temperature) was at 24c. A check of the water in the chiller tank showed more than 500 ml. Biomed stated that this was indicative of a chiller failure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device would not cool. A check of the diagnostics showed t4 (chiller temperature) was at 24c. A check of the water in the chiller tank showed more than 500 ml. Biomed stated that this was indicative of a chiller failure.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a chiller unit component failure. It is known that the device did not meet specifications and that the device was influenced by the reported failure. It is unknown if the device was in use on a patient. The device was not returned for evaluation. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.